Event description:
The reporter indicated that it took 2.5 hours in a battery change, which should have taken 30 minutes. The reporter felt that it was due to the design of the 5mm pacing port on the defibrillator. The pt had two medtronic 5mm epicardial leads connected to a 5mm to vs1 bipolar adapter. The surgeon was unwilling to dissect the leads out and remove the adapter. An upsizing sleeve was then used. The sleeve was put into the header, light oil was applied to the port, and the is1 was kept dry. However, the lead would jam before the pin was in the block. After trying three sleeves, the surgeon carefully removed the ring at the end of the sleeve and this allowed the lead to advance.

Manufacturer narrative:
An investigation was performed and it was found that the system operates as designed and labeled, however, it can be difficult to use.